Event description:
It was reported that the patient had symptoms of syncope. Episodes of noise, oversensing, and inhibition were observed on the ventricular lead. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.